Manufacturer narrative:
Date of event: exact date unknown, event occurred three months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. An analysis of the data log revealed that there were charging issues due to the thermistor being triggered multiple times. However, the ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. With all the available information, boston scientific concludes that the reported event of ipg not charging was confirmed. The charger thermistor was likely being triggered due to poor ventilation and/or suboptimal charger-ipg alignment while charging.

Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg was discarded by the medical facility.